Manufacturer narrative:
Imdrf device code a090402 captures the reportable event of device could not deliver energy.

Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was used during a polypectomy procedure performed on (B)(6) 2023. During the procedure, electrocautery was unsuccessful. The procedure was completed with a similar captivator small oval stiff snare. There were no patient complications reported as a result of this event.